Manufacturer narrative:
The subject device was returned to olympus medical systems corp. (Omsc) for evaluation. The tissue pad of the subject device was severely worn. The manufacturing record was reviewed and found no irregularities. This type of the event is most likely related to the operator's technique. Based on the past similar cases, it was known that the tissue pad was damaged since the user activated output while the user grasped a thick and hard tissue at the distal part of the grasping section. The instruction manual of the device has already warned as follows; *during the treatment, do not activate output while applying the probe tip to the tissue with a strong force, grasping thick tissue, or twisting the handle. Also, do not insert the handle while the handle is twisted with respect to the tissue, do not grasp it, and do not activate the output. Otherwise, the probe tip and/or grasping section may be damaged, which may result in falling of the probe tip and/or tissue pad.

Event description:
During a hepatectomy, the subject device was used. The tissue pad of the subject device was worn. The subject device did not work. The intended procedure was completed with another device. There was no patient injury reported. On february 20, 2019, olympus medical systems corp. (Omsc) found that the tissue pad was severely worn. This is the report regarding the severely worn tissue pad.